Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements of less than 200 ohms. It was noted that this was not related to the device and that the device had been programmed to air for the months leading up to the rv lead revision because the patient had good atrial to ventricular conduction. A surgical revision was then performed. The lead was tested via the pacing system analyzer (psa) during the revision, and the low impedance measurements of less than 200 ohms were reproduced. This lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.